Manufacturer narrative:
If explanted; give date: not applicable, the lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received from a patient stating that he had surgery yesterday on his right eye ((B)(6) 2018) and is not happy with outcome. The patient says he can¿t see out of his eye and is not comfortable with his doctor¿s information that was given. In follow-up with the patient it was learnt that on the day of his surgery his vision looked cloudy and the day after surgery his vision was blurry. During the follow-up visit with his surgeon, he was informed that the lens dislocated. He has another follow up visit scheduled for (B)(6) 2018 to his doctor to see if the lens has re-positioned itself. He then has another appointment scheduled on (B)(6) 2018 to reposition the lens if the lens remains dislocated. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.